Event description:
It was reported that the system 8800 displayed pre charge errors. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the battery pack voltage was low and was not able to sustain a sufficient charge. The battery pack was replaced. The system was tested and found to be working as intended and placed back into service.